Event description:
It was reported that: the surgeon was implanting femoral screw during acl procedure, btb graft. The surgeon uses traditional transtibial approach with a bone tendon bone graft. He reamed his tunnel to 9 mm as well as using stryker taps to start the screw. After tapping, the surgeon proceeded to implant the 7 mm screw. After implanting the screw, the surgeon realized that the screwdriver had bent/twisted. The case was not delayed and there were no complications to the procedure or adverse consequences for the pt. On (B)(6) 2011, it was also reported that the screw implanted during this event cracked. The screw is implanted and hence is not available for return. The 23/28/35mm biosteon screw driver was only a few months old and only used probably around 10 or so times. The driver twisted during insertion of the femoral screw. It was noticed that the driver bent when the surgeon went to insert the tibial screw. The surgeon did not use excessive force and the case was not any more difficult than the normal btb acl case undertaken. By the surgeon. Stryker have, however, confirmed that an older 7mm tap was used, not one of the new biosteon taps, which were launched in 2011.

Manufacturer narrative:
Suspected root cause: use of damaged or bent driver. Using an older 7 mm tap rather than a newer biosteon tap.